Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no history from the time of the event was available due to continued patient use. A review of the pump total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter, the patient's husband, reported, the patient obtained a low blood glucose reading of 34 mg/dl on (B)(6) 2011, at 6:00pm. The patient reported experiencing the symptom of stress prior to this blood glucose reading. The patient was treated with orange juice and sugar, and emergency services were contacted. Paramedics arrived and tested the patient's blood glucose level as 54 mg/dl, and she was treated with oral glucagon. Ems left when the patient's blood glucose level was tested to be 150 mg/dl; she was not transported to the emergency room. The patient obtained a subsequent blood glucose reading of 503 mg/dl, with no symptoms, and took a bolus of 9.05 units insulin with the pump. During the troubleshooting telephone call, the technical service representative talked the patient's husband through a complete setup, battery replacement and successful priming of the pump. The date and time were confirmed as correct.